Manufacturer narrative:
Additional information: imdrf annex g, b and c grids and manufacturer narrative (chr, DHR and shr statements). Omit: g07001 - part/component/sub-assembly term not applicable, c20 - no findings available . Device evaluated by bd service. A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 29aug2012.the review was performed from the date of manufacture to the present date 19jul2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.